Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed and a spot on the lens was observed. The reported malfunction was not observed during functional evaluation. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during knee scope procedure, the camera head could not function when plug in the lens and it could not see. No significant delay and a competitor device was used to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.